Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings:. During investigation, the black box showed a manual time change from 3:21am to 3:24pm on 6/27/18. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. A time test was started but could not be completed due to bt1 failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged the pump's date reset itself to the year 2008 and the time reset 12 hours ahead when compared to the atomic clock time. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.